Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2023-00241: a facility reported that the mayfield modified skull clamp (a1059) was being used for cranial stabilization procedure, and a slip occurred. No patient injury or surgical delay has been reported.

Manufacturer narrative:
Additional information: the account manager clarified that it was the adaptor that had failed. How long was the surgery delay? No delay- situation critical and anesthetist managed to support patient head. Event happened during surgery. Which side did the slip occur on and describe patient position? Patient supine, mayfield head rest slipped/ dropped. Please describe the laceration if there was any? No laceration-near miss. What was the intervention? Reported and to be taken out of circulation. Clinical engineering notified and integra. New parts ordered and mayfield systems changed. Patient outcome? Near miss- patient observed post operatively. Investigation findings: the mayfield pediatric horseshoe headrest (a1051) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. As a result, the definite root cause cannot be identified. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.